Event description:
A customer reported that dull knife blades were experienced during procedures. Additional information received from the customer indicated each procedure was completed using an alternate knife. There was no patient harm.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. A lot history search could not be done because of the information that was provided. The root cause for the dull knife experienced by the customer could not be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).